Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A clinical product advisor reported that cut rate was displaying on the control screen, but the vitrector was not cutting. The condition of aspiration is unknown. The vitrector was replaced and the procedure continued to conclusion uneventfully.

Manufacturer narrative:
Additional information provided. The lot complaint history was reviewed. This is the second complaint for the finished goods lot; however, this is the first complaint for this issue for this lot. The device history record shows the product was released per specifications. Inspection of the probe found the cuter in the fully shut position and the pneumatic open drive line was found to be occluded with adhesive which would prevent actuation of the probe cutter. The occlusion of the open drive line will prevent the reopening of the cutter and therefore remain in the fully shut position. The occlusion of the open drive line will render the device inoperable and would inhibit aspiration. A block reader was then used to interrogate the radio frequency identification's (rfid's) programmed information. The probe rfid connectors functioned per specifications. The rfid connectors generated a probe manifold standalone lot different from the lot which was reported when interrogated by the block reader. The root cause is consistent with a manufacturing error where the driveline likely became occluded during the wetting of the pneumatic tubing with solvent and subsequent insertion to the probe engine. In order to mitigate the occurrence of this type of event, during the manufacturing process, downstream in-process checks after final assembly are utilized to help screen out this type of defect from occurring. An action was opened to determine a root cause and implement appropriate corrective actions for complaints of a similar nature. Quality assurance has isolated and identified the major contributor to be the curing process that occurs during the bonding phase of the tubing to the probe pneumatic ports. Corrective actions have been implemented to optimize the probe assembly process. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The lot complaint history was reviewed. This is the fourth complaint for the reported finished goods lot; however, this is the first complaint for this issue for this lot. The device history record (DHR) for the reported lot shows the product was released per specifications. Inspection of the probe found the cuter in the fully shut position and the pneumatic open drive line was found to be occluded with adhesive which would prevent actuation of the probe cutter. The occlusion of the open drive line will prevent the reopening of the cutter and therefore remain in the fully shut position. The occlusion of the open drive line will render the device inoperable and would inhibit aspiration. A block reader was then used to interrogate the radio frequency identification's (rfid's) programmed information, which was found to be incorrect for the build lot of the rfids. The rfid connectors generated a probe manifold standalone lot which differed from the reported lot. The probe rfid connectors functioned per specifications. The root cause of the customer's complaint could not be verified as the sample associated with the event was not returned. The probe manifold returned was not associated with the reported finished goods lot. Action will not be taken based on this occurrence as the root cause could not be verified for this event. Quality assurance will continue to monitor and will take action for future occurrences as is deemed necessary. Consumables manufacturing has been made aware of the issue through the monthly complaint review meeting. The manufacturer internal reference number is: (B)(4).